Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
It was reported on (B)(6) 2022 "that a patient had conjunctival irritation after instilling a drop of the binaxnow covid-19 ag reagent in her eye; accidentally. The surface was irritated but no significant damage was done." The safety data sheet was provided for the reagent to verify no other treatment was needed. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
Additional data.

Event description:
The patients stated that erythromycin ophthalmic ointment was prescribed as lubrication and prophylaxis.

Manufacturer narrative:
Technical service provided the user with the safety data sheet. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.